Event description:
Elderly male with coronary artery disease and sudden onset of chest pain. Procedure: left heart cath. Collagen plug did not deploy. No known patient harm. Manufacturer response for vascade, (brand not provided) (per site reporter), will obtain.